Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and was tested and placed on an in-house system or equivalent for functional testing, but it failed to provide a video due to an electrical or communication failure. The endoscope was plugged into an in-house system or equivalent and provided color bars in the right eye. Additionally, the endoscope was visually inspected and found with mechanical damage to the scope's distal tip. The endoscope was visually inspected, and damage was found at the distal end. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. The endoscope was tested and placed on an in-house system or equivalent for functional testing, but it failed to provide a video due to an electrical or communication failure. The endoscope was plugged into an in-house system or equivalent and provided color bars in both eyes. The endoscope was tested and placed on a diagnostic tester or equivalent but failed functional testing due to an electrical failure. The diagnostic tester result exhibited a voltage issue due to the expected range not being met. The endoscope was tested and placed on an in-house system or equivalent for functional testing failed due to an electrical failure. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was tested and placed on an in-house system for cable testing and failed due to a wahoo paddleboard (wpb) defect. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use or improper handling, which may include accidental drops of the endoscope or inadvertent collisions with hard surfaces.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 0-degree endoscope plus had eye lost video, could not get error message cleared. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell into the patient during the surgical procedure.